Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens) for urgency frequency. It was reported that the patient said he was in pain last night and couldn't empty his bladder for over 2 hours. The patient was asked if they could feel stimulation, they said "it feels like I'm getting stronger". The patient was unable to provide the stimulation they were set to. Additional information was received. Patient stated that he had worsening symptoms today. It took him 4 hours to empty his bladder this morning. Patient stated that it is painful when it takes that long to empty his bladder. Patient stated that his bladder symptoms are worse than before the procedure. No further complications were reported.